Event description:
It was reported that the pump ¿stopped working a while ago¿ due to normal battery depletion, and the patient was receiving oral medication. The pump system was being used to infuse baclofen (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8703w, lot# j0056585r, implanted: (B)(6) 2000, product type: catheter. (B)(4).